Event description:
It was reported that the customer has been experiencing high blood glucose. Customer's father is very concerned for her daughter. It was stated that blood glucose levels have been in the 300 and 400 mg/dl range. Customer has change the infusion set every 2 days. Customer sometimes gets frequent urination. Customer's doctor was contacted and customer has a backup plan. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. Cannula is not bent or occluded. Current blood glucose is 122 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.